Event description:
The manufacturer received information alleging the pneumatic test step had failed on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. A service engineer (se) went to the customer site to evaluate the trilogy evo o2 device, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices active exhalation control module (aecm) valve and three-way (3-way) solenoid valve had caused the pneumatic test step to fail on the device. In conclusion, the device's aecm valve and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time.